Event description:
It was reported that the red pressure cable could not be connected to the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that the pins on the front end board were damaged due to physical abuse of the iabp. Fse replaced front end board. Fse performed a preventive maintenance (pm), full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Event description:
It was reported that prior to use., the red pressure cable could not be connected to the cardiosave intra-aortic balloon pump (iabp). There was no patient was involved.